Event description:
It was reported that on (B)(6) 2022, the instrument was found to be broken during post-op inspection. It wasn¿t used in the surgery but was opened for the procedure. There were no patient consequences. Procedure outcome is unknown. This report involves one (1) x-mesh expandable cage system posterior inserter replacement shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Part #: 288900101. Lot#: 108mi. Supplier: (B)(4) batch1: lot qty of (B)(4) units were released on november 5, 2009 no ncr's generated during production. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.